Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an unrelated procedure, the physician noted that the right atrial lead was dislodged. The lead was later extracted without difficulty and a new lead was implanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.